Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0gn9v, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported a sudden return of symptoms since the shocking associated with the electromagnetic interference (emi) from the dishwasher and other appliances started. The shocking and worsening of symptoms originally occurred in (B)(6) 2015; "every time" the patient stood next to ta refrigerator or a stainless steel device like the dishwasher they received a shock. After receiving a shock, the patient had to turn the stimulation off but still experienced it for another 5-10 minutes until it subsided. As a result, the patient had not been able to get the same symptom relief as before. An x-ray was taken but did not show any issues. The patient was looking to get another appointment with the manufacture representative to check the device. Troubleshooting, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indication for use included gastrointestinal/pelvic floor.